Event description:
As reported by the user facility: event description - customer states, "the pump was programmed to infuse phenylephrine. It was 250ml bag at a rate of 57 ml/hr. It should have been a five hour infusion. After 7 hours there was still 150ml left in the bag. They removed the tubing and sent the pump to clinical engineering for eval. No tubing sent to clinical engineering." No pt injury. Incident date: (B)(6) 2014, at 10pm start of infusion. (B)(4).